Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. The exact procedure date is unknown however, the peg tube was implanted in the patient for two years. According to the complainant, the patient had an ulcerative lesion at the stoma site. It was treated with an oral medication (unknown what type.) The peg tube was replaced. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. The patient's condition at the conclusion of the procedure was reported to be ¿started an oral medication treatment.¿

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.